Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), installed new backlight inverter pcbs, and uploaded the latest software revision. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, a ventilator graphic user interface (gui) generated error codes. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.